Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The motor position encoder error alarm could not be verified due to erased history file. The device had a scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. The customer stated that the motor error alarm occurred more than once in 30 days. Troubleshooting was not able to resolve the issue. The device was returned for analysis.